Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the common fermoral vein using a prostyle device after an interventional ablation procedure using an 8.5f sheath. Reportedly, when the plunger was removed, the suture was frayed. The suture was cut and a new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not reveal a lot level similar incident. Reportedly, the pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. In the absence of device returned for analysis, a conclusive cause for the reported frayed suture could not be determined. Factors that contribute to the reported frayed suture (cut/torn/split material) may include, but are not limited to, manufacturing, user closes foot before suture deployment (before the plunger is fully retracted proximally), suture snag and/or break. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.